Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any ethicon sutures (vicryl, ethibond) were related to any adverse events in this series of patients described in the article? Can specific patient demographics be provided for the subjects of this article? If so, please include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/surgical intervention per patient. Were these cases previously reported? Is the product code and lot number available for any of the ethicon devices used? Are there devices to be returned for analysis? Is the lot number available for any of the devices used?

Event description:
It was reported that a study was completed to estimate the incidence and identify the risk factors for mesh erosion after laparoscopic repair of pelvic organ prolapse by lateral suspension and suture was used. Between january 2004 and december 2014, patients experienced infection, vaginal lesions, granulomas and may have undergone reoperations. Additional information has been requested.